Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a radical prostatectomy procedure on (B)(6) 2016 and suture was used. There were not noticed incidents during the procedure. As of today, the patient is still incontinent and has a permanent urine bag. A cystoscopy was performed on (B)(6) 2016 and a bulk was found within the anastomosis area that was done with the suture. It was also reported that the part of the suture was still present very close to the urethral sphincter. The urologist opined that incontinence may come from the non-absorption of the suture, close to the sphincter. During this procedure, the urinary canal begins to be obstructed, and the patient noticed that he has a very low urinary pressure flow. It was reported by the surgeon who operated on the patient that the suture is not affected and is harmless. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/10/2016. It was reported that this is not an ethicon product; therefore, this medwatch is being voided.